Event description:
It was reported that the disposable developed a leak that allowed the recirculating solution to mix with the infusate. No pt injury was reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.